Event description:
On 11/2001, the user facility's purchasing assistant informed the manufacturer's representative of the following: device balloon would not inflate, may have had a pin-hole. Device explanted and discarded.